Event description:
It was reported that the evis exera iii video system center displayed error code b030. In the middle of a therapeutic procedure, the screen suddenly turned pink, with the error code. Troubleshooting was conducted in which all 3 components were reconnected and the picture was back. This extended the procedure, but the exact time was not provided. This time would be expected to be short in nature. There was no injury to the patient or operator.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found b030 did not appear during the inspection. However, video connector is worn out and when moving with a scope / camera head connected into the video socket the image is sometimes missing. It could also cause problem with reading the data from the scope / camera head (b030). A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device.